Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose level (bg) was 618 mg/dl-"high". Reportedly, customer went to the emergency room and was subsequently admitted to the intensive care unit. The customer received intravenous fluids of saline and insulin. Customer was released from the hospital the following day with the issue resolved and no permanent damage. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.